Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence due to a hole in the cuff suspected to be from a puncture of the component. The aus was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff was visually inspected and have folds. Cuff had wear at a corner of a fold. Cuff did not pass the leak test. This investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence due to a hole in the cuff suspected to be from a puncture of the component. The aus was explanted and replaced. There were no additional patient complications reported.